Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of an entire ams 800 artificial urinary sphincter due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence due to device malfunction.